Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used reservoir. Inspected reservoir, snap-cap and septum for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.

Event description:
Customer reported that the insulin pump alarmed no delivery during the manual prime. Customer stated she has used the insulin pump for 10-12 years and feels that each reservoir in the current batch has had something wrong with it. Customer has tried the manual prime with other reservoirs and infusion sets and insulin is still not exiting from the tubing. Customer will contact her doctor and revert to treatment with manual injection. The blood glucose reading at the time of the call was 184 mg/dl. No further information was reported.